Event description:
A report was received that a trial patient developed an infection at the lead site. The patient's symptoms included discharge at the needle entry site and fever. The patient was admitted to the emergency room and it was noted that the patient was lethargic and unresponsive upon arrival. The physician explanted the leads and treated the patient with antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2352-50e (B)(4) description:linear 3-4 trial lead 50cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Manufacturer narrative:
A review of the device history documentation of the explanted devices revealed no anomalies or deviations occurred during manufacturing. A review of the sterilization documentations found to be satisfactory.

Event description:
A report was received that a trial patient developed an infection at the lead site. The patient's symptoms included discharge at the needle entry site and fever. The patient was admitted to the emergency room and it was noted that the patient was lethargic and unresponsive upon arrival. The physician explanted the leads and treated the patient with antibiotics.